Event description:
The surgeon took an airo scan of the patient after placing fiducials to use as the registration scan. When the field service engineer (fse) loaded it into the rosa software, it did not merge correctly with the t1 MRI. After adjusting which slices were chosen, the fse was able to get the airo scan to merge better. After placing the depth electrodes, the surgeon took another airo scan to check their placement. The fse loaded the scan into the rosa software, but was not able to get the scan to automatically merge correctly, despite trying to merge to the t1 MRI and the previous airo scan. The surgeon ended up looking at the scan on the stealth to check the placement accuracy. Delay to case about 15 minutes for both problems, patient was already under anesthesia, after first incision. No impact to patient.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : the fusion of CT post-operative exam on the CT pre-operative exam was tested on manufacturing site. The fusion result was incorrect but could be adjusted manually, while requiring a significant workload. The fusion of the CT was tested on manufacturing site using the MRI pre-operative as reference. A manual adjustment was still required but was easier than with the CT pre-operative as reference. None of the above workarounds was considered by the user. The user preferred to verify the accuracy with another device instead of either trying to merge with the MRI or manually adjusting the fusion. The computation of the automatic merge does not provide 100% of correct results. The purpose of the adjustment frame is to provide the opportunity to manually adjust the exams if the result of the automatic merge is unsatisfactory. The device behaved as expected.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The surgeon took an airo scan of the patient after placing fiducials to use as the registration scan. When the field service engineer (fse) loaded it into the rosa software, it did not merge correctly with the t1 MRI. After adjusting which slices were chosen, the fse was able to get the airo scan to merge better. After placing the depth electrodes, the surgeon took another airo scan to check their placement. The fse loaded the scan into the rosa software, but was not able to get the scan to automatically merge correctly, despite trying to merge to the t1 MRI and the previous airo scan. The surgeon ended up looking at the scan on the stealth to check the placement accuracy. Delay to case about 15 minutes for both problems, patient was already under anesthesia, after first incision. No impact to patient.